Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set not adhering due to insertion site being under pressure on (B)(6) 2026. The patient inserts in the back of the upper arm, and there is no way to avoid pressure on the site. No further information available.